Manufacturer narrative:
It was reported that the patient experienced a high priority alarm on (B)(6) 2015 and (B)(6) 2015 with the batteries above 10% relative state of charge. The shelf life requirement, for the hvad battery pack, is one (1) year from the manufacturing date. As a result, and upon further review of the investigation, it was determined that the batteries related to this complaint have been in storage for longer than one (1) year from the last time of use and are not suitable for testing. An extended storage period greater than one (1) year can cause the batteries to irreversibly degrade in performance that can lead to erroneous test results. Additionally, lithium-ion batteries in storage for prolong periods of inactivity may pose a safety risk. Therefore, the investigation will be conducted with relevant available information. A review of the batteries' of the manufacturing records confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed one (1) critical battery alarm involving (B)(4) on (B)(6) 2015 and one (1) critical battery alarm involving (B)(4) on (B)(6) 2015. In each instance, the batteries went from a high relative state of charge (rsoc) to 0% rsoc. This is indicative of a communication errors between the controller and batteries. Additionally, one power disconnect alarm was recorded on (B)(6) 2015 due to a communication error. However, this alarm was not triggered by (B)(4) or (B)(4). The most likely root cause of the reported event can be attributed to communication errors between the controller and batteries. Heartware investigated communication errors. Of note, the controller, (B)(4), in use during the event did not have the smr upgrade. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery / cat#1650de / exp. Date:12/31/2015. Device available for evaluation: yes. Device evaluated by manufacturer: yes. Mfg. Date: 12/31/2014. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the vad coordinator that the patient experienced two high priority alarms on (B)(6) 2015 and (B)(6) 2015 in a charge level greater than 10%. The batteries were exchanged with no reported consequence or impact to the patient. No further information was provided.